Event description:
In 2009, the lay user/reporter, the pt's son, contacted lifescan (lfs) to report the one touch basic enhanced meter was giving inaccurately low readings. The sr medical surveillance specialist contacted the pt to obtain and verify info; however, was unable to reach her by telephone. Two months prior, at 8:30 am, the pt obtained the blood glucose readings of 110 mg/dl, 63 mg/dl and 103 mg/dl on the reported meter over a time frame greater than 20 mins. At that time, the pt was experiencing no symptoms of high or low blood glucose levels. The pt ate her usual meals. At 1:30 am, the pt experienced the symptoms of 'feeling woozy' and she became unresponsive. The pt's son contacted emergency services, and paramedics transported the pt to the ER. The pt's blood glucose level at that time was tested to be 412 mg/dl, and she was admitted to the hospital ICU with a diagnosis of 'diabetic shock', and received intravenous treatment. During the troubleshooting telephone call, the customer care advocate (cca) determined the pt's test strips were expired, her testing technique was incorrect and the meter was programmed for the incorrect calibration code number, all of which can cause inaccurate readings. The meter, test strips and control solution were replaced. The pt used expired test strips and incorrect testing technique. The pt allegedly obtained readings on a hcp meter suggesting severe hyperglycemia, however, reported readings that were lower on the reported meter. The pt subsequently required hospitalization and treatment. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.